Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that vet syringe 0.3ml x 29g x 12.7mm 10 bag came in a package that was not sealed. This was discovered before use. The following information was provided by the initial reporter: material no. 323000 batch no. 8351978. It was reported that one package was not sealed. Pet owner reported finding one package in the box, that was not sealed. Stated, did not use any of the syringes from the package.